Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels between 32-60 mg/dl. Bg cause was not known but customer stated the cause could be their body adjusting to different situations; however, this could not be confirmed as cause of bg. Customer consumed food or glucagon to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.